Event description:
The customer's clinical diabetes educator reported that the customer was taken to the ER where she was admitted to the hospital. She was diagnosed with hyperglycemia and was treated with an insulin drip.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.